Event description:
It was reported that the aq2015a three piece lens was inspected prior to loading the injection system and a black foreign object was observed. The lens was not used. No patient contact.

Manufacturer narrative:
Method - device history review. Results - after going through the device history record, it has been determined that nothing in the manufacturing, sterilization and packaging processes of the lens contributed to this complaint. As no information was provided about the condition of the operating room and the surgical instrument used, the fact that they did not contribute to the presence of a black spec cannot be confirmed. Following a review of the analysis report provided by the external lab, the most likely root cause is determined to be mishandling of the lens in the operating room or the use of contaminated surgical instruments. (B)(4).

Manufacturer narrative:
Product name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Claim# (B)(4).